Event description:
During a routine colonoscopy, the physician used a cook acusnare polypectomy snare soft to perform a polypectomy. The snare was advanced through the endoscope and into position. The snare was extended from the outer catheter and placed around the polyp. The snare would not close onto the poly for removal. The outer catheter reportedly "kept twisting". A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects dur to this occurrence.

Manufacturer narrative:
The info in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). The medical facility in (B)(6) involved in this report is listed. The contact details for our distributor in (B)(4) are: (B)(4). Investigation eval: we were unable to confirm the report as described. The snare fully extended and retracted with slight resistance. There was bucking of the outer catheter at the distal end of the handle. The cannula inside the catheter had a slight bend that coincided with the buckling. The cannula inside the handle appeared straight and did not contribute to this report. No other discrepancies were noticed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instruction for use direct the user to fully retract and extend the snare to confirm smooth operation of the device prior to use. Difficulty with movement of the snare (i.e. Snare advancement or retraction difficulty) can occur if the outer catheter becomes kinked near the handle assembly during use or general handling, perhaps due to an application of excessive pressure. The kink in the outer catheter suggest excessive pressure had been applied to the device during use or general handling. The instructions for use for this product line advise the user to advance the device in short increments until endoscopically viewed exiting the endoscope. This activity will aid in preservation of the acusnare device. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. The visual inspection includes verifying the device is free of kinks. The functional test ensures the snare moves smoothly and freely. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.